Event description:
It was reported that the patient had a bladder infection that started on friday (B)(6) 2014. The patient went to the hospital and was given a 4 day antibiotic. It was also reported that the patient mentioned that she had developed a urinary tract infection. The patient was currently getting no relief and was going to the bathroom on herself every 5 minutes. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v973753, implanted: (B)(6) 2012, product type: lead. (B)(4).